Event description:
It was reported via phone call, that the buttons on the insulin pump are unresponsive, there are cracks to the battery compartment, customer's blood glucose level at the time 523 mg/dl. Customer treated with a 4 unit bolus.troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on the keypad traces. The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. The insulin pump has cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window and cracked case at the display window corner.